Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is with the hospital and is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the left middle cerebral artery using a velocity delivery microcatheter (velocity), non-penumbra sheath, non-penumbra catheter, and stent retriever. During the procedure, the physician made the first pass using the adapt technique with a non-penumbra catheter and velocity; however, the physician was unable to remove any clot. The physician then used the stent retriever to make the second pass but was unable to retrieve all the clot. Subsequently, while readvancing the stent retriever through the velocity to make the third pass, the physician experienced resistance and the proximal end of the velocity became fractured. Therefore, the velocity was removed. The procedure was completed using a new velocity with the same sheath, catheter, and stent retriever. There was no report of an adverse effect to the patient.